Event description:
It was reported that the hcp (health care professional) received more drug than expected during normal refill cycle, approx 12 ml more. This was the first occurrence. No diagnostic studies were performed; however, the pump was turned "off". It was stated that the pt had checked himself into a rehab facility to finish "detox" when the pump began alarming. Pt then went back to hcp and his pump was turned off. Pt was scheduled for explant surgery on (B)(6) and presently was at home. Withdrawal and change in therapy was also stated. Drug infused via the pump were dilaudid and bupivacaine. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).